Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0fqd2, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported never had therapeutic effect and had met with the manufacturer representative couple of times but nothing has improved his results. The patient most recently saw the manufacturer representative a couple months ago. The patient indicated that if he "crank too high" his "butt" would start to hurt and he has to drop the setting "back one". The patient reported the therapy was not effective on any setting, whether he cranks it too high or sets it at a comfortable setting. The patient had resorted to wearing depends and stated if he drives anywhere he knows where all the restrooms are to stop at. It was indicated that the symptom occurred following the implant and stated the trial worked well. The patient stated he had never gotten any real satisfaction once the neurostimulator (ins) was implanted. It was indicated that the health care provider assess the leads and everything looked fine but could not remember the date when the lead was assess. The patient next appointment is scheduled in 3 weeks. It was reported four days later that patient had 50% or greater symptom reduction .the cause of the event was reported as unknown. It was also reported as unknown if device related. It was indicated that the device was removed. It noted as unknown if patient was receiving effective therapy. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.